Event description:
The manufacturer received information alleging sore throat, phlegm, nasal/throat irritation or soreness that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also previously alleged of having sore throat, phlegm, nasal/throat irritation or soreness. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of foam degradation associated to this allegation. The manufacturer visually inspected the device internally and found minimal talc contamination throughout airpath and blower impeller. The device's event logs were downloaded and reviewed by manufacturer. The device memory cleared prior to product investigation. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but minimum talc contamination was observed in airpath and blower impeller.